Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Son has been hospitalized in intensive care since waking monday feeling sick, with vomiting and fever. This affected his blood sugar and ketones. Mother, (B)(6) said the doctors could not ascertain what had caused the illness. She has been using the 0k140 for over a week but also has some older wipes manufactured in (B)(6) which she uses less frequently for trips and travelling. Just switched to the new box and her son became ill shortly after. No other signs of infection or visible adverse effect.

Manufacturer narrative:
Smith & nephew was contacted regarding the above named incident, which was reported as a field complaint for "general illness". No product was returned by the customer. Control samples (from stock) of the reported lot 0k140, were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. Independent medical reviewer indicated that there was no medical evidence in this case to support any relationship between the use of IV prep wipes and this patient's symptoms.